Manufacturer narrative:
(B)(4)

Event description:
It was reported that after implant, the patient made some sudden arm movements that dislocated the lead. The physician elected to explant and replace the lead. The patient was doing well.